Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reported the issue began approximately 10 minutes after the refill. The patient was given narcanx3 and transported to the ER. On (B)(6), the patient returned to the office and the pump was aspirated. The hcp got 16cc back when they expected 19cc. It was noted on may 14th the patient was moving their legs because of discomfort of lying in bed. The cause of the issue was not known. It was noted the issue was resolved. It was noted the patient took percocet daily as needed for breakthrough pain. The patient's weight was 101.4 lbs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the patient may have had a small pocket fill. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-14, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (1,000 mcg/ml, 284 mcg/day), dilaudid (10 mg/ml, 2.84 mg/day) and fentanyl (2,500 mcg/ml, 711 mcg/day) via an implantable pump. It was reported the patient became drowsy with decreased oxygen saturation following their refill on (B)(6) 2020. Narcan was administered intranasally x2 with positive response. Emergency medical services (ems) was notified and responded. The patient declined transport and admission to the hospital for additional evaluation. The patient was stable at this time. The environmental, external, or patient factors that may have led or contributed to the issue stated, "pump refill". No diagnostics or troubleshooting performed. The issue was resolved at the time of this report. The patient's status was alive - no injury.